Event description:
I was reported that 19 days after the implantation this lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.